Manufacturer narrative:
Hill-rom technical support found the scale board to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The account replaced the scale board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed scale was not reading correctly. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).